Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a cable snapped and broke under direct visualization during the procedure on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. Additional observation not reported was the yaw pulley was missing a .156 x .060 piece opposite the conductor wire break. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however;the missing yaw pulley,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.